Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who noted that they met with the patient on (B)(6) 2019 and found impedances; they were unable to further clarify the issue. The rep then told the patient to have a discussion with the healthcare provider (hcp) on next steps. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device was checked and was told that it was broken; a fall was related to the issue which occurred between march and may. When asked, patient said the device started hurting them in mid-april so they contacted the healthcare provider's (hcp) office and the patient saw a manufacture representative(rep). It was recommended that device be removed and they had a complete system removal. No further patient complications have been reported as a result of this event.